Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device reached eri at an unexpected time. In (B)(6) of 2016 the device estimate 3.8-4.2 years. The device was found to be at eri on (B)(6) of 2017. Patient was fine, no patient symptoms or complications were noted.